Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported inaccurate cgm values with this sensor throughout the day that were up to 100 points off from his bg. Hours after applying the sensor, his cgm values started dropping rapidly like he was having a hypoglycemic event. At 7:00 pm the cgm was at 188 mg/dl and the bg was at 201 mg/dl. At 7:19 pm the cgm showed an arrow down and the value had dropped to 125 mg/dl, but the bg was at 231 mg/dl. When he saw the dropping cgm value he was worried that he was going low, so he drank a bottle of boost. He went to urgent care where he was given unspecified IV fluids for dehydration. He thinks the dehydration may have been related to recent extensive abdominal surgery rather than the diabetes. While at the urgent care his bg ranged from 230 mg/dl to 250 mg/dl. The urgent care doctor suggested he do finger sticks until he was more stabilized overall. He was planning to see his endocrinologist on (B)(6) 2019. There were no injuries, and at the time of the report the patient was in good condition. No data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.